Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited high flow rate. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed a travel reverse error. Functional testing was unable to verify the customer alleged high flow rate. The left and right clutch, clutch spring, worm gear, worm coupling, and motor were all replaced to address the travel reverse error.